Event description:
Lag screw broke at the last thread 8 months after the initial surgery. The lag screw will not be returned due to hospital policy. According to rep this should have been a bio-polar total hip replacement.